Event description:
There was an allegation of questionable elecsys vitamin d total iii results for 1 patient sample on a cobas e 411 analyzer (rack system). The initial result was >120 g/l. The sample was repeated at another facility, and the result was 60 g/l.

Manufacturer narrative:
The reagent lot number is 88829403 with an expiration date of 31-oct-2026. The field service representative performed maintenance and replaced the measuring cell. He performed tests and checks with acceptable results. The investigation did not identify a specific cause of the event. The investigation determined that the service actions resolved the issue.